Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). Sw = 2.9d. Unit received has a cracked reservoir tube lip, and a cracked retainer ring. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Unit also received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the middle (enter) keypad button is cracked.